Event description:
Customer reports via phone that during a undetermined urology procedure, the system fluoro monitor failed. Physician was able to complete the procedure using endoscopy, and then viewing the rad image on the control room monitor. Customer provided no further information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed report that there was no power to the video distribution box, troubleshot and replaced the power supply, video distribution worked normally then. Fse then completed system check per hydravision dr system service checklist and returned unit to full service.